Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, the intra aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement was reported.